Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2013, the patient was presented due to unstable angina. Subsequently the index procedure was performed and unspecified size ion paclitaxel-eluting platinum chromium coronary stent system was implanted. One day post procedure, the patient was discharged on clopidogrel. On an unspecified date, the patient died and the cause of death is unknown.